Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead body was slightly twisted most likely as result of over-torque of the helix. Resistance and pressure testing were performed which confirmed the electrical continuity and insulation integrity of the lead.

Event description:
--

Manufacturer narrative:
The lead is expected to be returned for testing. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. The measurements were obtained through the device and the pacing system analyzer (psa). This lead was an attempted implant. No adverse patient effects were reported.